Event description:
It was reported to bsc/target that during positioning of the last portion of the gdc 10-ultrasoft stretch resistant coil synerg detection circuit resistance was felt. The microcatheter kicked out of the aneurysm. During handling, pushing forward the gdc 10-ultrasoft stretch resistant coil synerg detection circuit, the physician realized that it had detached prematurely. The device was already in the aneurysm. The physician got a good result without any complications with the patient.